Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she currently had a blood glucose level over 600 mg/dl. The customer performed a set change and treated with the insulin pump. The customer stated that she was having difficulty operating the insulin pump and was advised as to how it functions. The insulin pump was not replaced or returned for analysis.